Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a1502 captures the reportable event of cutting wire orientation. Block h10: the returned autotome rx was analyzed, and a visual evaluation noted that the working length was twisted in the middle and distal section of the device and the tip was cracked. A functional evaluation was performed by introducing the device into the scope and the initial orientation of the device was out of specifications due to the twist condition of the device. The reported event was confirmed. The twisting in the working length could have been generated upon multiple attempts to rotate the device or due to the interaction with the endoscope while advancing. In addition, the crack in the tip could have been generated if the device was hit against a hard surface or during attempts to advance through a difficult anatomy. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed and no deviations within manufacturing/service processes were found. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the plastic tip of the device was damaged. Additionally, the orientation of the cutting wire was incorrect with respect to the plastic tip. Reportedly, there was no visible damage to the device prior to putting it through the endoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the plastic tip of the device was damaged. Additionally, the orientation of the cutting wire was incorrect with respect to the plastic tip. Reportedly, there was no visible damage to the device prior to putting it through the endoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.